Manufacturer narrative:
According to the complaint incident report contained in this file, "it was reported that the cuff was lot during tunneling; left subclavian vein; in the beginning of tunneling it was very hard to push the tunneler." Upon receipt the surecuff was missing form the complaint sample. A slight impression in the tubing where the surecuff would be located on the catheter is observed 7.4 inches distal to the bifurcation site. The complaint of a detached surecuff and heat sleeve is confirmed; however a determination of the mechanism of damage is undetermined at this time. A lot history review (lhr) of huub0551 showed no other similar product complaint(s) form this lot number.

Event description:
It was reported that the cuff was lost during tunneling; left subclavian vein; in the beginning of tunneling it was very hard to push the tunneler; therefore a forceps was used the enlarge the beginning of the tunnel; nevertheless the tunnel could be made only with great effort; the lost cuff could not be removed form the body, because it could not be found; the pt was not hurt.